Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon tip fracture occurred. The target lesion was located in the left anterior descending artery. A 2.50mmx12mm emerge¿ balloon catheter was advanced to the lesion. The balloon was inflated however, the tip of the balloon was fractured. The detached tip was removed from the patient's body and the device was exchanged to another balloon catheter. The procedure was completed by implantation of a stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and a complete hypotube separation 78.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The exit notch was torn. Microscopic examination and tactile inspection presented no damage or irregularities to the tip or shaft of the tip. The tip/shaft was not detached, as reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon tip fracture occurred. The target lesion was located in the left anterior descending artery. A 2.50mmx12mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however, the tip of the balloon was fractured. The detached tip was removed from the patient's body and the device was exchanged to another balloon catheter. The procedure was completed by implantation of a stent. No patient complications were reported and the patient's status was fine.